Manufacturer narrative:
The tech found the siderail ctr arm was cracked. He replaced the ctr arm to repair the bed.

Event description:
Info received indicates the right intermediate siderail wouldn't lock in the raised position.